Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 130 mg/dl. Troubleshooting was performed. The insulin pump was not bumped or dropped. The anomaly persisted after a battery change. There were missing segments on the screen during the self-test. The insulin pump had a pixel failure on the right sight of the display. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to bleeding lcd glass. The insulin pump passed displacement test. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker, stained address label, stained serial number label and minor scratches on display window noted.